Manufacturer narrative:
Conclusion: the actual device involved in the event was returned for evaluation. The broken needle and the broken attachment end which still attached with a thread piece was received. The sample showed a fracture at the swaging area, directly at the bore hole area. During visual inspection, several instrument marks were found at the broken attachment area which indicates that the needle was handled there. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point." In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a repair of the perineum after childbirth on (B)(6)2013 and suture was used. While suturing the muscle layer, the needle pulled off the suture. They were unable to locate the needle. An x-ray was done on (B)(6) 2013, to visualize the needle. Under epidural anesthesia, the incision was reopened and the needle was removed.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.